Event description:
It was reported that (2) devices were used during a laparoscopic colon. It was reported by the affiliate that when the first atb35 stapler is articulated the firing trigger does not come back to the postiion so it was impossible to fire. The second device was very difficult to fire, but the surgeon was able to complete the case with the 2nd device. The devices involved were not returned by the hosp. Another instrument with the same lot number is being returned. That device was not used by the surgeon, but was opened by the product mgr. There was no consequence to the pt.